Manufacturer narrative:
On 10/24/2016, biosense webster received additional information regarding this complaint file: this event did not require any medical or surgical intervention. The patient was stable during the event, and fully recovered afterward. No extended hospitalization was required. The physician¿s opinion regarding the cause of the adverse event was that it was either related to the procedure itself or the patient¿s pre-existing condition. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a possible ventricular septal cardiac perforation requiring no medical or surgical intervention. After transseptal puncture, while mapping the left ventricle, the patient reported discomfort. Upon reviewing the carto reconstruction, it appeared as if possibly the left ventricle was rotated anteriorly, the septal border was shifted rightward, or the smarttouch catheter had punctured through the interventricular septum and was then mapping the right ventricle. Transthoracic and intracardiac echocardiograms (ice) were performed. Ice confirmed the catheter location to be the right ventricle. Blood pressure remained stable throughout the procedure. No increase in contact force or resistance was observed by the physician. This led the physician to consider the possibility that either a ventricular septal defect (vsd) was pre-existing or the smarttouch catheter punctured a hole through the interventricular septum, thus entering the right ventricle. Ice also revealed a small interventricular shunt, flowing from left to right. Procedure continued without further issues or complications. Procedure was delayed by 5 minutes. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available.